Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced hyperglycemic event on (B)(6) 2025 and treated with insulin administration via pen.the cannula was found to be broken. The blood glucose (bg) reached around 400 mg/dl. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.